Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that: "the manta device was used in combination with a 0.035" guidewire from the percutaneous ventricular assist device (pvad) kit as usual for the insertion of the pvad device. When inserting the guidewire into the guidewire lumen of the manta device, it felt untypical and needed a little force. The toggle and collagen part of the manta device became released and visible. The manta device was easily removed from the guidewire while the guidewire lumen remained in place. A new manta device from the same box/lot was unpacked and successfully used for closure." Additional information received on (B)(6) 2022: during a protected pci procedure, there were no reported issues with advancing and withdrawing procedure sheaths. The initial manta sheath was used to deliver the second manta without any problem.

Manufacturer narrative:
One 14f manta was returned for evaluation. Blood particulates noted on the unit. Components (collagen, lock and anchor) were pushed out. Lever was not engaged. No manta sheath was returned. Note: the 0.018 wire was passed through the guidewire lumen. No obstruction noted. An 0.035 wire was passed through the lumen, and it did not exit from proximal end. This is the correct functionality of the lumen. No other issues noted. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci with percutaneous ventricular assist device (pvad) support, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the 0.035 pvad guidewire into the manta guidewire lumen, the physician acknowledged it felt untypical and a little force was required. Once the guidewire was inserted into the lumen, the collagen plug exited the bypass tube and was visible. No resistance was encountered while advancing the bypass tube and no buckling or bending occurred. The manta device could easily be removed from the guidewire while the guidewire lumen remained in place. The manta device and lumen were removed; and the first manta sheath remained in position. A second 14f ce manta having the same lot number, was opened, and deployed without issue, successfully achieving closure. Due to the lack of information based on the returned device investigation, there were no indications pointed to a failure. A similar 14f device (not intended for human use) was tested to replicate this scenario. The engineer lightly pulled the lumen partially back out of the manta closure, then pushed it back into the closure unit. The lumen was stopped by the collagen plug. When a slight force was applied to the lumen (like the force applied with the guidewire), the lumen pushed against the collagen. Since the lumen was no longer positioned inside the holes designated for the lumen to pass through the collagen pad, the collagen plug completely exit out of the carrier tube. The IFU indicates in the procedure requirements, manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath.